Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, device has particles in the humidifier, device is making loud noise and blowing air is too hot. There was no report of harm or injury. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report. In section d: device avail. For eval and date returned has been updated.